Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high rheumatoid factor (rf) results for 2 patient samples assayed with synchron lx rf reagent on a synchron lx20 pro clinical chemistry system. The high rf results for the 2 patient samples were reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer also reported that quality control results for rf had shifted high beyond the current established range for the laboratory despite repeated recalibrations of the rf assay (including with a new calibrator lot). Bci advised the customer to send out the 2 patient samples to an independent laboratory for rf analysis. The rf results from the independent laboratory for the 2 patient samples recovered lower. Service was not requested by the customer; hence, a field service engineer (fse) was not dispatched to the customer's site. Based on the circumstances of this event, bci believes that the performance of the rf reagent may be a contributing factor to this event.